Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The taxus express2 3.0x12mm drug eluting stent was crossing an anastomosis in a non calcified lesion in a vein graft to the right coronary artery for instent restenosis. The lesion was not predilated, the balloon was inflated to 16 atm's and the stent was deployed at the target lesion site. The physician dialed up and dialed down and pulled negative. The physician then positioned the guide proximal to the stent and was able to pull the balloon out while it was inflated. It was reported that the balloon was in the body for 15 minutes. No patient complications occurred. Patient status is satisfactory.